Event description:
The customer reported via phone call that the insulin pump had a scratch on the screen after the customer had walked into a wall. The customer stated that she could not read the screen properly in the light but noted that the device worked properly. The customer did not know the blood glucose reading. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.